Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, it was reported that the event occurred in the pediatrics department. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented nitro set had a leak from the tubing. The leak was observed in the acute pediatrics department after the tubing was primed with intravenous immunoglobulin (ivig) and inserted into an unknown infusion pump. When the tubing was removed from the pump it appeared to be broken around the ¿blue key/lock¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.